Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device did not have pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The device was recertified and returned to the customer. The electrode pads and multifunction cable used at the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.